Event description:
Consumer complaint of high control results. Customer ran control solution twice, 98 and 96 mg/dl out of control range of 31-61mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).